Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced possible vegetation (infection) and thrombosis. The right atrial (ra) lead exhibited possible dislodgement. The right ventricular (rv) lead exhibited short ventricular to ventricular intervals. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.